Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 1 mg/ml dilaudid at 0.1 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had a back fusion a couple months prior and the intrathecal catheter was cut. It was reported that the catheter was replaced on (B)(6) 2019 and the drug concentration was changed to 0.6 mg/ml. No symptoms were reported. No further complications were reported.